Event description:
The customer advised ansell healthcare products, llc that the lifestyles lubricated condom he was using broke leading him to contract (B)(6).

Manufacturer narrative:
(B)(4). Ansell healthcare products llc is submitting this report on behalf of (B)(4).